Event description:
Physician reported that he performed bedside procedures of ventricular drain flush/manipulation/re-suture . Upon removing his glove, there was blood on his index finger. The patient has confirmed (B)(4). Physician apparently followed exposure protocol and went to the ed. No further information available.

Manufacturer narrative:
The customer was not able to identify the lot#; therefore, the device history record could not be reviewed. Currently the customer will not release the sample. Historical trending was done. No additional reports of this nature were identified. We are unable to identify the potential root cause at this time. The glove meets the required astm standards. The supplier was appraised of this incident for close monitoring of the manufacturing process. We will continue to monitor for complaints of this nature. Notation: the customer originally reported cat# 8818nb as the involved glove. However, they recently reported that they do not know which glove was actually worn. Therefore, we are reporting this as unknown exam glove, but the investigation was carried out on cat# 8818nb. If the customer would decide to release the sample, then an investigation of it would be done and we would file a follow up report.